Manufacturer narrative:
The reported complaint that "the lifeband will not clip on the autopulse platform (sn (B)(4)" was not confirmed during the initial functional testing. The reported complaint could not be replicated, and the autopulse platform functioned as intended. Visual inspection was performed and found no physical damage to the autopulse platform. The archive data review showed multiple user advisory (ua) 02 (compression tracking error) and user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) errors. During the investigation, a load cell characterization test was performed and confirmed both load cell modules were functioning within the specification. A user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 02 is an indication that the autopulse has detected a change in lifeband tension, and the load sensors do not see the expected increase in load. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. In this reported complaint, the archive data revealed that the take-up target and the (max load sum) had exceeded 44 lbs., confirming that the size of the patient/manikin was small and light in weight during the take-up. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. In this reported complaint, the ua07 occurred likely due to either the patient/manikin or the autopulse platform being out of position, placed on an uneven surface, moved during compressions, or the patient/manikin was not properly centered/aligned on the platform. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, unrelated to the reported complaint, zoll service personnel observed a sticky clutch, unrelated to the reported complaint. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or burrs on the clutch rotor's surface. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.

Event description:
The customer reported that the lifeband (lot #unknown) will not clip on the autopulse platform (sn (B)(4)) and claimed to have broken off the lifeband's belt clip when trying to install on the autopulse platform. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided. Please see the following related MFR report: MFR (B)(4) for the lifeband (lot #unknown).